Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections, each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a severely calcified lesion (>80 % stenosis degree) in a mildly tortuous part of the popliteal artery. The affected device was positioned in the target lesion and inflated to 5 atm during which the balloon burst. The affected device was successfully withdrawn. After additional correspondence with the local staff, it was confirmed that the device did not leak during inflation. Unfortunately, the device is no longer available as it was disposed of due to blood contamination.